Event description:
It was reported to medtronic neurosurgery that after implantation of device, the patient had an infection and high fever.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin."